Manufacturer narrative:
Review of device memory identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The cause of the memory inconsistency was not able to be determined through laboratory testing but was likely the result of exposure to environmental radiation. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that a device summary report showed a discrepancy between atrial fibrillation (af) episodes and untreated episodes. A boston scientific technical services consultant performed an upload of the device data and suspected the counter was somehow corrupted. Normal device operation was confirmed. No adverse patient effects were reported.